Event description:
Device malfunction: none. Symptoms / ae: hypotension. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure after placement of the stent, the pt became hypotensive and had some visual disturbances. The visual disturbances resolved one minute later. Zofran was given and a dopamine drip was started. A head CT was done showing no significant difference from a previous scan. Additionally, at the end of the procedure, the pt reported a severe headache which was treated with versed and fentanyl. Headache pain reportedly decreased but was not resolved. One day post procedure, the pt was seen by a neurologist with no new neurological changes. Three days post procedure, the headache and hypotension resolved and the pt was discharged to home. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. The lot history record was reviewed. There are no non-conformances associated with this lot number. Neurological events, hypotension, and headaches may occur during this type of procedure and as listed in the device instructions for use. Additionally, there were no device issues reported.